Event description:
Information received with return of the device does not address the patient's clinical status but notes that no output was observed during the implant procedure. The lead tested normal and proper connection to the pulse generator was confirmed. Therefore, the pulse generator was replaced.